Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an inguinal hernia procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.